Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and found a buffer spill issue from a neighboring instrument. No fire was observed, and no injuries occurred. The fsr discovered that the spill of the buffer solution from the neighboring instrument had reached the ups cable causing a short and leading to the generation of the smoke observed. The fsr examined the ups cable and found two blown fuses. The ups cable the c series power supply ac cord (part number: 08l13-02)] was replaced to return the analyzer to normal function. A review of service history for the architect c16000, serial number: (B)(6), revealed no additional issues of visible smokes on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The visible smoke was limited to the ups cable the c series, power supply ac cord the damage did not spread to other parts of the instrument. A review of historical data for the architect c16000 did not identify any trends with regards to the current issue. A review of historical data for the ups cable the c series power supply ac cord did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the ups cable the c series power supply ac cord or the architect c16000 processing module, serial number: (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott service representative reported the architect c16000 processing module power cable was shorted out due to buffer spill from instrument, at the time observed visible smoke from the power plug under the instrument. There was no patient involvement and no harm to user reported.